Event description:
During a right thoracotomy, right upper and middle lobe wedge resection procedure, the staples did not close on one side of the staple line. Another like device was used to complete the procedure. There was no pt consequence.